Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged packaging is confirmed but the exact cause could not be determined from the photo samples provided. Four photo samples of a powerpicc outer box and kit were returned for investigation. The first photo sample showed a brown cardboard box with a shipping label. The case is open with the tape seal cut. No apparent damage or discoloration was observed. The second photo showed a close up of the kit label. The print ¿sherlock 3cg¿ was shown and the white label material had a light brown discoloration. The label was wrinkled within the discolored section. The third photo showed a similar section of the label. A section of the material appeared to be partially transparent. The fourth photo showed another kit label with similar discoloration shown in the third photo. Based on the photos samples provided, it appears that the packaging was damaged due to exposure to water; however, the source of the water and location at which the packages were damaged are unknown. A lot history review (lhr) of recq0969 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recq0969) have been reported from the same facility in (B)(6).

Event description:
It was reported that stock was delivered (B)(6) 2018 but not opened until now. It was stated the outer box was fine, but on opening the customer noticed the individual shelf packs have water damage. It was stated five kits had the damage. This report addresses the third kit.